Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered the threshold suspend alarm. Customer also indicated that calibration errors were received during normal use. The customer indicated that the sensor glucose was 64 mg/dl and blood glucose was 315 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised that the sensor would be replaced and to return the sensor for analysis.